Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn. Device history record review has been requested.

Event description:
Patient experienced postoperative breakage of an lcp femoral plate. Medical/surgical intervention was required.